Manufacturer narrative:
Method: lens work order search & medical review. Results: visual inspection of the returned product showed the lens was received dry with no visible damage. The lens was re-hydrated in bss and both the length and width of the lens was remeasured and found to be within original design specifications. A lens work order search revealed there were no similar complaints within the work order. Medical review- ocular discomfort is very subjective and broad symptom that could be mainly related to inflammation or irrigation of sensitive structures. The icl is a plate-haptic lens that sits on the posterior sulcus-cillary body area. Although highly unlikely in the presence of optimally vaulting icl, the icl footplates might compress the cillary body structure leading to ocular discomfort. Usually, large cillary processes (anatomical variance) could also be the source of the symptom, as well as the presence/rupture on an undetected cyst. There is not enough clinical information to determine the most probable cause of the event. Conclusion: based on the complaint information, lens work order search, product evaluation and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) and the lens was removed on 11/25/2014 due to patient dissatisfaction. The lens was not replaced. The patient's post-op best-corrected visual acuity was 20/20. See MFR report# 2023826-2015-00302 for the other eye.

Manufacturer narrative:
(B)(4). New incision. Device evaluated by manufacturer? No: lens not returned. (B)(4). Lens not returned.